Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a tension-free vaginal taping (tvt) with cystourethroscopy procedure performed on (B)(6) 2018, for the treatment of stress urinary incontinence. During the procedure, the bladder was retracted safely away from the area of dissection. A boston scientific tension-free vaginal taping device was then placed through the area of dissection snugging closely to the underside of the pubic bone and exiting anteriorly through the skin. This step was repeated in the opposite side. Cystourethroscopy was performed and no gross defect or abnormality was noted in the bladder or urethra. The tape was pulled to an appropriate level of tightness between the tape and urethra. The plastic sheath was removed without difficulty. The tape was cut just below the skin edges anteriorly and a glue was used to close the skin edges anteriorly. Cystourethroscopy was again performed and no defect or entry into the bladder urethra was noted. However, at the end of the case, the left labia was noted to be edematous, and blood was noted in the urinary catheter. The urinary catheter was removed, and cystourethroscopy was again performed. A clot was noted in the bladder although no defect or gross abnormality was noted inside the bladder. The left labia and mons were stabilized, and a three-way catheter was placed inside the bladder to allow flushing of the urinary bladder.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. Block h6: imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e232402 captures the reportable event of urinary incontinence. Imdrf patient code 1302 captures the reportable event of hematuria. Imdrf patient code e2328 captures the reportable event of urethral obstruction.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of april 27, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e232402 captures the reportable event of urinary incontinence. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e2328 captures the reportable event of urethral obstruction. The following imdrf impact codes capture the reportable events of: imdrf impact code f1905 captures the reportable event mesh excision.

Event description:
It was reported to boston scientific corporation that a tension-free vaginal tape (tvt) with cystourethroscopy procedure performed on (B)(6) 2018, for the treatment of stress urinary incontinence. During the procedure, the bladder was retracted safely away from the area of dissection. A boston scientific tension-free vaginal taping device was then placed through the area of dissection snugging closely to the underside of the pubic bone and exiting anteriorly through the skin. This step was repeated on the opposite side. Cystourethroscopy was performed and no gross defect or abnormality was noted in the bladder or urethra. The tape was pulled to an appropriate level of tightness between the tape and the urethra. The plastic sheath was removed without difficulty. The tape was cut just below the skin edges anteriorly and glue was used to close the skin edges anteriorly. Cystourethroscopy was again performed and no defect or entry into the bladder urethra was noted. However, at the end of the case, the left labia were noted to be edematous, and blood was noted in the urinary catheter. The urinary catheter was removed, and cystourethroscopy was again performed. A clot was noted in the bladder although no defect or gross abnormality was noted inside the bladder. The left labia and mons were stabilized, and a three-way catheter was placed inside the bladder to allow flushing of the urinary bladder. The patient had several medical procedures on (B)(6) 2022, to treat hematuria, urinary incontinence, and erosion of the suburethral sling. These included a partial cystectomy, exploration of female genitalia, cystoscopy, urethral suspension with retropubic sling, diagnostic or therapeutic nerve blocks injection, removal of therapeutic implant pelvic cavity, and creation of fascia flap torso and cystolithotomy. During the procedure, the arm of the synthetic sling with adherent stone was seen on the patient's left anterior bladder wall. In addition, a robust vaginal flap was dissected, and the mesh sling was identified in the midline as a band coursing across the urethra quite proximally. The mesh was gently separated from the underlying peri-urethral fascia, and a cut was made in the middle. Then, it was dissected towards the endopelvic fascia on both sides, and the endopelvic fascia was accessed bilaterally. The mesh end on the right was shortened under the pubic bone and taken out. On the left side, the mesh arm was traced back to the retropubic space until the physician could connect it to the dissection he had started earlier. The physician removed the whole mesh arm in one piece through the abdominal incision. There were no complications during the procedure. The patient was transferred to the recovery room in stable condition.